Event description:
It was reported that during a da vinci si surgical procedure, it was observed that the prograsp forceps instrument had a busted wire and was hard to move. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported failure mode, with the following clarification that the grip cable at the clamping pulley was derailed. The grip cable was found off-track its slot causing, thus causing the grips to not function properly. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.